Event description:
The clinician's office reported that there was no expiry date provided on the outside of the product kit and the lot numbers assigned to the components in the kit do not match the lot number on the kit.

Manufacturer narrative:
The clinician had questions regarding the labeling of the 505-2001 kits. Upon review of the questions raised by the clinician, it was noted that the kit was properly labeled and all lot info was correct. During the investigation, it was noticed by the new director of compliance that the fast set solution in the kit was not provided sterile as required. Upon further investigation, a recall was initiated.